Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. A 5.00mm/ 2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 4atm for 3 seconds and a pinhole was noted. The device was removed from the patient's body without any problem. The procedure was completed with a different device. No complications reported and patient was in good condition.